Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that on (B)(6) 2025, the patient underwent an unknown surgery with the nail, the blade, and the cement. During an operation to remove an existing tfna short nail and replace it with a tfna long + agmt to prevent atypical femoral fractures, 1) leakage of cement into the joint and 2) the tip of the nail perforating the anterior cortex at the top of the femoral condyle during nail insertion occurred. First, when checking the ml image during cement filling, the blade had slightly perforated anteriorly, causing cement to leak onto the articular surface. The ml image also revealed that the distal part of the nail had perforated the anterior cortex, so the blade and nail were immediately removed. The secondary fracture was reduced and polar pins were inserted, and the distal nail was guided to the optimal position, after which the blade was reinserted. After confirming that it was inserted into the center on the side, the distal locking was fixed in two directions with two radiolucent pins, and the surgery was completed successfully with 60 minutes of delay. After surgery surgeon commented that although the nail had been inserted manually, there was no sign of it coming out forward, and that the bowing was too strong, which may have caused more anterior cortex to be scraped off than necessary during reaming. Regarding the cement leakage, the surgeon stated that since the primary blade insertion position was slightly posterior-anterior, the guide pin may have moved and been guided in that direction. Regarding the cement that leaked into the joint, he said that a period of non-weight bearing would be set, and that the decision on whether to remove it would be made depending on the rehabilitation situation and the patient's complaints. No further information is available.

Event description:
Additional information received states that the patient status was stable. There was no other medical intervention required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. Corrected: e1 (initial reporter first name, last name), h6 (health effect - clinical code, impact code). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.